Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "the number of positive bottles is increasing abnormally. A sub-culture or gram stain might be performed. And erroneous results was not reported to the doctor."

Manufacturer narrative:
H.6. Investigation: an early life failure (elf) for false positives increasing abnormally on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)) was reported. No erroneous results were reported to doctors, and patients were not impacted. A dispatched bd field service engineer (fse) found that the cause seems to be that the outside air temperature has risen above 30 °c. So suggested the customer to use at 30 ° c or below. This is an confirmed failure of the bd product and the instrument was functional and handed over to the customer for use. Review of the device history record revealed the instrument passed all inspection tests and was released in good condition. Service history record review revealed no previous complaints. Bd quality did not receive any returned instrument or parts for investigation. This complaint is a confirmed elf and, it is a confirmed failure of a bd product. The root cause is due to raise in outside temperature.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "the number of positive bottles is increasing abnormally a sub-culture or gram stain might be performed. And erroneous results was not reported to the doctor."